Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected battery power loss. Customer's blood glucose value was unknown at the time of the incident. Customer states the battery cap is not loose, cracked or damaged. Customer did not received low battery alert prior to the replace battery alarm. The customer was assisted with troubleshooting. Device will return for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, faded serial number label, cracked select button keypad overlay and missing display window cover.